Event description:
Reportable based on device analysis completed on 16mar2026. It was reported that device leak occurred. A 135/10 renegade hi-flo kit was selected for use in the liver. During preparation, it was noted that the connection between the microcatheter and the syringe was leaking liquid and could not continue to pump the drug. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed an outer shaft liner fracture located approximately 6cm from the strain relief.

Manufacturer narrative:
(B)(6). Investigation results: device technical analysis upon receipt at our post market quality assurance laboratory, visual examination revealed an outer shaft liner fracture located approximately 6cm from the strain relief. A shaft stretched section was located from 6cm to 17cm from the hub. A shaft kink was located approximately 22.5cm from the strain relief. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.